Event description:
During a thv procedure, the patient became hemodynamically unstable after valve deployment despite measures of defibrillation, CPR, and initiating a bypass pump. The patient's hematocrit at the time was 15 after 4 units of blood were given. The patient's chest was opened and a large hemothorax was seen. The patient was pronounced dead. Post mortem exploration showed no dissection or perforation. The team speculated the death may have been caused by an aortic dissection of unknown location. Upon further review of the procedure, the surgeon and ic both felt that the patient's hemothorax was a result of the swan-ganz catheter and the sheath introducer that was inserted during the initial prep into the patients right jugular vein.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Hemothorax is a potential complication of all central venous access procedures. Review of the available information suggests that procedural factors and/or the patient's complex medical history may have contributed to the event. No actions will be taken at this time. Related: MDR report # 2015691-2012-17968.